Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
A visual inspection of the device revealed no apparent defects. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2015. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2015 and performed to specification up to the 30th july 2017.the device records multiple manual power ons, mainly of ten minutes duration between the 31st july 2017 and the 23rd february 2018. The device was returned for switching on automatically. During the investigation the device was found to be switching on upon insertion of a pad-pak and failing to switch off via the on/off button. The fault was traced back to a breakdown of diode d31 in the on/off circuitry. Failure of d31 would also account for the multiple manual power ups mainly of ten-minute duration recorded in the history log. Furthermore, breakdown of diode d31 had resulted in 18v overvoltage and damage to the microprocessor u25.after replacing d31 and u25, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device switching on automatically. No patient involved.